Event description:
On (B)(6) 2024, infutronix received a pump for further evaluation. Upon review of the complaint record and the reported pump malfunction, the MDR reportability of this complaint was being upgraded to "yes", according to the us MDR decision tree. No patient was involved.

Manufacturer narrative:
This complaint record was being reopened for device evaluation due to the device being returned on (B)(6) 2024. Complaint evaluation was completed on (B)(6) 2024: the historical test records were reviewed in the qos system. The device had passed all tests. The pump was programmed with the customer's library, "chemo - v2" on (B)(6) 2020, and the pump was shipped to carolina oncology specialists on (B)(6) 2020, from where the complaint was initially reported. There are no other complaints on this device. The pump was tested with the testing protocol for battery and power complaints. The pump's event log was pulled as part of the evaluation and upon review it was noted that the pump was unable to turn on at all, preventing the pump's event log from being pulled and confirming the reported event. Upon further evaluation on the inside of the pump there was a white substance that appears to be battery acid, around the rbc battery inside the pump connected to its main circuit board. An image will be attached, see "701157 damage". Functional testing did confirm the reported condition and was duplicated during testing. Reported issue found, device does not meet specification. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. This MDR will be reopened and updated in the event the device involved or additional information becomes available. Reference to complaint # (B)(4).